Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections and x-ray examination found no other anomalies except for procedural damage. Electrical testing found shorting between conductor coils consistent with procedural damage and no indication for conductor fractures.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Remote transmission revealed the right ventricular (rv) lead had exhibited high capture threshold. Chest x-ray imaging performed on the patient showed the rv lead was slightly dislodged and the physician scheduled for a lead revision. The rv lead was explanted and replaced. The patient had no symptoms and was stable throughout.